Manufacturer narrative:
Manufacturer's investigation conclusion: superficial damage to the outer silicone jacket was confirmed. A specific cause for the damage could not be determined through this evaluation. Although the reported pump stop events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported right ventricular (rv) failure could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2021. The pump operated with stable parameters until (B)(6) 2021 at 19:00:30, when the file captured low speed and pump stoppage events. It was noted that the pump stopped three times and occurred during the time the patient was supported by battery power. Based on the heartmate ii complaint history and similarly reported events, the event captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2021 under work order# (B)(4) and approximately 13¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. Rescue tape was observed throughout the length of the returned driveline segment. Removal of the tape revealed tears on the silicone jacket. Upon removal of the silicone jacket, the bionate layer noted dark discoloration; however, no damage was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use; however, severe breakdown was observed at approximately 2.5 to 5.0¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The heartmate ii lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. The IFU further cautions that right heart failure can occur following implantation of the pump and right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Both the IFU and the patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents explain that patients must always connect to the power module or mobile power unit (mpu) for sleeping or when there is a chance of sleep and address all system controller alarms and how to respond to such events. Lastly, the documents advise the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jun2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had two pump stops while changing batteries. The patient had a syncopal event around the time of the first pump stop on (B)(6) 2021, and was arriving at the emergency department around the same time as the second pump stop on (B)(6) 2021. Both batteries were fully charged and the battery clips did not appear disrupted. Review of the log files confirmed the two pump stops, and noted that there appeared to be an issue with the driveline. A driveline repair was performed on (B)(6) 2021, but the issue did not resolve, so the patient underwent a pump exchange on (B)(6) 2021. The pump stopped twice during the surgery, while the surgeon was manipulating the driveline. The second time the pump stopped it would not restart, so cardiopulmonary bypass (cpb) was initiated and the pump was exchanged. Post-cpb, the patient had severe right heart failure and required an rvad (right ventricular assist device).